Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. Patient code: (B)(4)- secondary surgical intervention, lens removed and replaced. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
A 13.2mm vticm5_13.2 implantable collamer lens, -4.0/+3.0/017 (sphere/cylinder/axis), was reported as being taken out (removed) from the patients left eye (os) and replaced. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.